Manufacturer narrative:
The tech found the right foot siderail center arm was broken. He replaced the center arm to repair the bed.

Event description:
Info received indicates the siderail will raise and lower but it will not latch.